Event description:
Patient was having a tips [transjugular intrahepatic portosystemic shunt] procedure with embolization. Staff attempted to use a terumo azur cx 35-6mm x 9cm; however, it did not deploy. Staff wiped off the end of the coil as suggested by rep [representative] and the coil still did not deploy. Staff changed out the detachment device, and the coil did not deploy. Coil was removed from patient and table, and a different coil was used and deployed (boston scientific-interlock coil). Rep [redacted] from terumo was notified by operating room staff.